Event description:
It was reported while using bd posiflush¿ normal saline syringes, the stopper was misaligned. There was no report of patient impact. The following information was provided by the initial reporter: there have been multiple incidences. There were two still in my documentation for (B)(6) 2023. These are happening regularly with different staff, different types of lines and different patients. It is not an isolated event. Of the three flushes in my office there are two different lot numbers.

Manufacturer narrative:
H.6. Investigation summary: it was reported the syringe is stuck, cannot be pushed or pulled. To aid in the investigation, one empty sample with no packaging flow wrap and one photo were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution and the result was within specification. The photo provided shows the sample received. It could be possible the customer is not using the product as intended. The product is designed to push the plunger rod down while flushing the IV line, not to pull back. A device history record review was completed for provided material number 306546, lot 2174492. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.